Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained the scs ipg has become less efficient and appears to require charging more frequently than it used to. Follow up information received identified the patient's scs ipg was replaced. The patient stated he would charge the ipg to full and it would deplete completely within a few hours.